Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 and e315 errors were due to physical stress that was applied to the distal end. It¿s probable the physical stress caused the charged coupled device unit to break and result in an unable electrical connection. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the device displayed a b30 error. This report is being submitted for the b30 and e315 errors.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, scope communication error b30 was displayed due to a broken charge-coupled device unit. Upon further inspection, it was observed that the universal cord was corrugated. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that there was a gap in the bending lever due to the worn angle wire. It was also observed that the video cable had wrinkles. Lastly, it was observed that the distal end had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the endoeye flex deflectable videoscope displayed scope communication error (e315) message. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delays. There were no reports of patient harm associated with this event.